Event description:
This catheter did not cause serious injury, serious illness or contribute to this lady's death. We are reporting this in hopes that the company could evaluate and possibly reinforce the materials so that like incidents may not happen. Pca machine wa attached to the port at the time of the incidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration, material degradation/deterioration. Conclusion: other. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.